Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated a definitive cause for the reported single leaflet device attachment (slda) in this incident cannot be determined. It was reported that the mitraclip device was used on the tricuspid valve. It should be noted that the mitraclip instructions for use (IFU) states, the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effects of dyspnea, edema and dizziness as listed in the mitraclip nt system IFU are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: the patient symptoms were shortness of breath, dizziness and water retention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure, treating tricuspid regurgitation (tr) of grade 4. Two clips were implanted and the tr was reduced to grade 2. On an unspecified date post procedure, the patient experienced decompensation symptoms and a transesophageal echocardiogram noted that the first implanted clip (60811u129) had detached from the anterior-septal commissure and the tricuspid regurgitation increased from grade 2 to grade 3-4. On (B)(6) 2017, a second mitraclip procedure was performed and an additional mitraclip (70112u253) was advanced. Multiple attempts were made to grasp the septal leaflet at a location between the detachec clip and the other implanted clip; however, the physician was unable to grasp the leaflet and the clip was not implanted. The procedure was aborted. Additionally, the physician commented that the image quality was not optimal due to the previously implanted clips. No additional information was provided.